Manufacturer narrative:
Cmp-(B)(4). Medical products: unknown head pn unk ln unk, unknown cup pn unk ln unk, unknown liner pn unk ln unk, trochanteric claw pn 350838 ln 139680, mallory head proximal stem pn 108110 ln 824340, reported event was able to be confirmed upon review of radiographs. There are warnings in the package insert that this type of event can occur and risks are addressed in associated risk documentation. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
This event was previously report on report #3002806535 - 2016 - 00380.

Event description:
Patient underwent a revision procedure approximately three years post-implantation due to fractured femoral stem.